Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD) and a transvenous defibrilation lead passed away. Interrogation of the ICD (post death) revealed that on the day the patient passed away, the ICD attempted to deliver therapy into a low impedance output. It's uknown if the ICD was able to deliver therapy to the patient at the time of death. The ICD was explanted, but the therapy mode was not programmed 'off' and some of the stored therapy history may have been overwritten. The ICD and lead will be sent to cpi for analysis.